Event description:
It was reported that when the ventilator was being prepared for patient use a burning smell was felt by the operator. The unit was removed from service.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.